Event description:
There was a problem with the exl1 chemistry analyzer giving level sense errors. The previous laboratorian did a sample probe clean with bleach but that did not fix it. The oncoming technician checked the alignments which did correct problem. The error log was checked and an earlier error code was found. A level sense detect test was performed and a sample probe was not going into the tube at all, but stopping about 1/2 inch above it. The technician then checked the sample arm circuit board and wires for loose wires and bad connections. All connections reseated to the circuit board and retested which fixed the level sense error. The technician proceeded to load the patients that could not be run on the exl2. All tests gave negative values and assay errors. The service technician at siemens was contacted and directed to run a system check. The first system check failed. The siemens technician also questioned if the film had been changed recently. There was a cuvette count of only 400 noted, so it was thought to have been changed on the previous shift. The film was checked and an apparent left strip had not been loaded and was stuck in the loading area. Therefore, all reagents and serum were running out of the cuvettes. The technician proceeded to reload the left strip. A 100 cuvettes were made and the system check was performed. All passed and pending tests were completed.